Event description:
Healthcare professional reported left side rupture and ¿capsule with signs of fibrosis and calcification." Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-14764. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: creases are observed. Brown particles were observed on the gel. No further actions are required as the device was implanted. Reason for reoperation: rupture.